Event description:
A report indicated a patient experienced hypoperfusion after post dilatation during implantation of a precise self expanding stent. The target lesion was an unknown carotid. No information regarding the vessel/lesion characteristics is available. After implantation of the precise stent, blood flow was normal. However, after post dilatation, slow flow was noted. Flow returned to normal after the angioguard basket was suctioned. It was also reported that the patient had a temporary hypotension and hemiplegia on the left side of the body during the procedure. The patient was anti coagulated; medications are unknown. The patient achieved full recovery before returning to the ward. No residual effects were noted and the patient was in stable condition. It is suspected that debris accumulation in the angioguard basket may have cause the slow flow as flow resumed to normal after it was suctioned.

Manufacturer narrative:
This product is distributed outside of the united states. However, it is similar to the same product distributed in the united states. Please note that patient code represents temporary left hemiplegia. This is one of two products involved in the same patient reported under manufacturing numbers 9616099-2008-00781 and 1016427-2008-00083. Additional information will be submitted within thirty days upon receipt.